Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 33 year-old male patient presenting with acute on chronic decompensated cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support, as well as extracorporeal membrane oxygenation (ECMO) prior to impella implantation. Extracorporeal membrane oxygenation is the primary hemodynamic support device with the impella being utilized for left ventricular venting. No additional patient history was reported. On day 3 of support, a hematoma was reported at the insertion site with associated drainage noted from a jackson-pratt (jp) drain. Anticoagulation monitoring was performed using partial thromboplastin time (ptt), which was reported as 30 seconds at the time of the event. No underlying patient conditions contributing to the blood loss were reported, and no blood products were administered. The patient remained on impella 5.5 support for an additional 9 days without further reported complications. While on support, the impella 5.5 device was operating at performance level 8 with expected flows of 4.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate.